Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. The product is not available for evaluation as they discarded it.

Event description:
"Veres needle was inserted into the abdominal cavity filling the abdomen with carbon dioxide. The trocar and camera were then placed, but the colon was entered. Quickly converted to an open procedure." Patient is doing fine.